Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
The probable cause was determined to be a stale stop command which led to an early sensor expiration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a replace sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.